Manufacturer narrative:
Investigation: photo evaluation: two photos were returned for investigation from the photo, observed foreign matter on syringe barrel roof. Sample evaluation: one actual sample returned with open package for investigation. Observed black loose foreign matter on syringe barrel roof. Loose black fm on syringe barrel roof. The complaint is confirmed, and product is out of specification. Based on the ftir result indicate that the black foreign matter is a type of poly(isobutyl methacrylate). The poly(isobutyl methacrylate) is used in plastic coating, paints, primers and printing inks. The team had evaluated the 1ml syringe assembly line, there is 1ls stopper hopper bin with black coated layer. Possible source the black foreign matter could be loose and drop off from the stopper hopper, and then transferred to barrel roof during assembly process. The corrective action to remove the damaged part to prevent black fm drop off from stopper bin.

Event description:
It was reported that before use of the bd¿ syringes with needles luer slip tip there was an issue with foreign matter.